Event description:
Customer replaced the batteries but the meter will not power on. Reviewed replacement of batteries with customer. Sent new batteries for customer to try. Customer replaced batteries again and this time segments were missing from the display. It was determined that segments were missing from the 100s, 10s and units positions of the display. The customer was asked to return the meter for further eval and a replacement meter was provided.